Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the cautery malfunctioned and stayed on without pressing the cut button. There were no injuries associated with this reported failure.